Event description:
Additional information was received indicating that during a procedure, intermittent fluid reflux occurred when the foot pedal was released.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing reflux issues after footswitch release. Additional information has been requested.